Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance was noted. The index procedure treated the de novo, 90% stenosed 3.5x30mm target lesion located in the proximal left anterior descending artery. Treatment consisted of pre-dilation with another manufacturers 2.5x20mm balloon and the placement of a 2.75x16mm taxus liberte drug eluting stent deployed at 14 atm's and a 3.5x32mm taxus liberte drug eluting stent deployed at 14 atm's resulting in 0% residual stenosis. The target vessel was mildly tortuous and balloon withdrawal resistance was noted in the 2.75x16mm taxus liberte stent during the procedure. The patient was discharged 1 day post procedure on aspirin and clopidogrel. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.